Manufacturer narrative:
Concomitant products: product ID: 4351-35, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 4351-35, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that the patient had a loss of therapeutic effect. The patient had an accident two weeks prior to the report. The patient had increased nausea and vomiting a day or two after their accident. It was also noted that the patient had lost 12 pounds since the accident. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.